Event description:
Hosp reported that vent in ER ready to be applied on pt. After being placed on pt, unit would not cycle and the manometer climbed to 100cmh2o and then would slowly drop back down to zero. Also noted that no flow was coming out of circuit. Unit did alarm "fail to cycle". Pt was manually ventilated while a replacement vent was obtained. No injury resulted from this incident.